Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was froze. The field service engineer (fse) logged into diagnostics and inspected the hard drive storage; confirmed it was not full but noted a 14-minute time difference. Updated the time and verified the time zone. Inspected the network cable and found the refrigerator pressing against the wall port connection. Moved the refrigerator away from the wall to free the port. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the station kept loading and froze. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.